Event description:
It was reported that the pressure wasn't in accord with the correct status hemodynamic of the patient. There was no patient complications.

Manufacturer narrative:
Customer report was confirmed. Distal lumen leakage was observed through a slit, 0.04" in length, at the 30.5 cm area. Rest of the through lumens were patent without leakage. Balloon inflated clear, concentric and remained inflated for more than 5 minutes. Pressure monitoring device was not returned.